Event description:
Customer reports when replacing a preclean bottle on the instrument, the needle became bent, causing a lot of fluid to leak onto the floor. The fluid was in front of the analyzer and in a walkway. No operator was harmed and no discrepant results were generated.

Manufacturer narrative:
The field service representative determined the cause to be misaligned reagent bottle when it was inserted into it's holder. He replaced the needle and observed analyzer for proper operation.